Manufacturer narrative:
(B)(4).

Event description:
Certified diabetes educator contacted dexcom on (B)(6) 2015 to report a loss of connection that occurred on (B)(6) 2015. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.